Event description:
Company rep claims discolored product (floseal) during demonstration after it went through the floseal endoscopic applicator. The colored floseal is not available anymore. The black/gray color looks like metal powder or grinding medium. The product was not used on a patient and the packaging for the device was labeled as "demonstration sample, not for clinical use".

Manufacturer narrative:
This is being reported to the agency as a conservative measure. Although no sample is available from the reporter, we have launched an investigation into this case and will update the agency with the investigation findings as soon as possible.